Event description:
The customer reported that they were experiencing some display issues on their device. The reported issues ranged from blanking of the display to a complete white out of the display. A complete white out of the device display indicates a potential device lock-up. If the device is intermittently locking up, the device may not have the ability to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported white screen failure. Physio replaced the display assembly for the previously reported blanking of the display and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported white screen failure could not be determined.